Event description:
Customer reported that their pump screen was unresponsive and would not turn on. Blood glucose levels remained between 54-500 mg/dl, indicating varied levels but no specific adverse impact was reported. Customer was advised to switch to multiple daily injections (mdi) as a backup insulin therapy, and technical support arranged for a replacement pump to be sent. Customer was also instructed to return the malfunctioning pump to tandem using a pre-paid label.